Manufacturer narrative:
The li-ion battery s/n (B)(4) was returned for evaluation to zoll on (B)(6) 2016. Visual inspection was performed and no physical damage was observed to the battery. Archive review shows multiple fault errors (08) event recorded starting (B)(6), 2016 up to the end of the archive on (B)(6), 2016. Archive review also revealed multiple fault error 08 around the reported event on (B)(6) 2016. It was also noted that thermistor t0 (close to the field effect transistor (fet)) and thermistor t3 (close to gas gauge battery cell) had temperature more than 30 degree celsius causing the onboard fet's to open as a safety measure. Archive also revealed that battery was last charged successfully on (B)(6), 2016 and was last inserted into the auto pulse the same date. The functional testing was performed. Battery was inserted into a good known multi chemistry (mc) charger and battery failed the charging. Battery could not be charged. The battery was tested and inserted into a good known auto pulse, however it performed few compression and powered off. The customer complaint of battery was confirmed. The probable root cause for the reported complaint is related to thermistors/thermocouples being broken causing the battery pack temperature to be higher than normal or it can be related to cold/bad solder or weld on the battery cells.

Event description:
It was reported that the battery status led shows a full charge, however it failed in the multi chemistry charger. This malfunction was observed during a patient use. The autopulse platform compressed 2 times, then the platform powered off. A back up device was used. No patient information or adverse effects reported. Several attempts were made to get additional information, however no information was received.